Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a healthcare professional (hcp) phoned in to report the patients implantable pulse generator (ipg) was at end of life (eol) and one of the leads had a fracture. Follow-up with the hospital revealed the patient is a dnr patient and the device has not been removed/replaced and they were not sure which lead, the right atrial (ra) or right ventricular (rv) lead, was fractured. The device and leads remain implanted and the hcp stated the device and leads are not hampering/interfering with the patients current health status. No patient complications have been reported as a result of this event.